Manufacturer narrative:
Only the stent was returned for evaluation. The evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of a media thrombectomy. It was a media occlusion with a stenosis and the physician decided to leave the solitaire stent in place. When they tried to detach the stent with a detachment box, it did not detach. Upon removal, the stent detached inside the connector. No patient injury reported.